Event description:
It was reported that (1) er320 was used during a lap chole procedure. It was reported by the rep that the clips did not close tightly around cystic artery. Some fell off after the artery was transected. Opened a new device to complete the case. There was no consequence to pt.